Event description:
The pt received his scs system on (B)(6) 2011, including two leads (with the same lot number). Post operation, the pt reported weakness in his left leg and he was unable to move it. The stimulation was turned off and the issue did not change. The pt also reported pain in both knees. The physician ordered a CT scan. Both epidural hematoma and cord compression were ruled out. Pt intervention included esi (epidural steroid injection) and medication. On (B)(6) 2011 the scs system was explanted. The physician ordered two mris, including a high definition MRI. These MRI results were negative for anomalies. At home therapy has been ordered for the pt, who is using a wheelchair.

Manufacturer narrative:
Eval: complaint could not be confirmed through testing alone. The returned leads were returned cut and incomplete during explant and could not be functionally tested. However the leads were visually examined under the microscope and no visual anomalies were observed. Sjm has limited info related to the pt's med history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.